Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. The customer had reportedly followed the prompts during the load sequence. Reportedly, the customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level ranged from 220-280 mg/dl.